Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 116 mg/dl. Technical support provided the customer with pump reset information, and the caller chose to reset the pump. The customer will continue using the pump for insulin therapy.